Event description:
It was reported that the patient presented in clinic for a generator change including replacement of non-Abbott leads due to high capture thresholds. It was noted that the patient experienced a stroke the morning of the scheduled extraction. The physician stated the stroke was unrelated to the system. The device was noted to have reached the elective replacement indicator (ERI) earlier due to the high capture thresholds on the non-Abbott leads or premature battery depletion may have occurred. A system explant was performed. The patient was recovering in stable condition.